Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore disposable core biopsy instrument was received. Product packaging was not returned; however, a label was returned, and product information was verified with tw. Visual evaluation, the maxcore disposable core biopsy instrument was received without protective tubing and no yellow guard attached to the needle. The maxcore disposable core biopsy instrument was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is inconclusive for reported failure to fire as the functional testing was not performed due to the condition of the returned device. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore instrument. During the procedure, only one notch of the device engaged. It works during an ¿outside-the-patient¿ test but does not work during the actual procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore instrument. During the procedure, only one notch of the device engaged. It works during an ¿outside-the-patient¿ test but does not work during the actual procedure. There was no reported patient injury.